Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarm on insulin pump and also experienced high blood glucose level up to 438 mg/dl. The customer had treated with manual injections. The customer declined to troubleshoot for high blood sugar. The product was not returned for analysis.